Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument was not clipping. There was no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was installed and driven on an in-house system, where it passed the recognition, engagement, and clip tests. The instrument moved intuitively with a full range of motion in all directions, and the grips opened and closed properly. The instrument was found to be fully functional.

Event description:
Refer to h11 for follow-up information.